Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stopped an infusion when not intended without a notification in the critical care unit (dose, rate and volume to be infused unknown). The reporter stated, "antibiotics that were initiated and did not alarm for the day shift until approximately 3 hours later to say 'infusion complete' and the pump was not stopped by the primary registered nurse (rn). Around 4.5 hours after the start of infusion, "apsm" was rounding and alerted this rn to a pump that was off, but bag was still largely full, which was the zosyn that had been stopped earlier in the shift. This rn restarted the infusion and entered 50ml volume that was supposed to infuse and no further alarm was heard until the 'infusion complete' around 8 hours after start of initial infusion time. At that time the bag was still noted to be full. A kink in the tubing was noted where the key clamp was and upon restarting again, drip were noted in the chamber." There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.